Event description:
It was reported that that patient presented to the emergency department for heart rate measurements in the thirties to forties while measuring on a pulse oximeter. It was further reported by the patient that their heart rate goes low they get light headed. The patient stated further that while watching television one night, their smart watch alerted and they observed heart rate readings of thirty-five, thirty-seven, thirty-eight, and forty beats per minute over an hour and a half. The patient's spouse, who is a nurse, then took the patient's heart rate manually and was measuring in the thirties. The patient stated that they then ended up in the emergency department again and was admitted to the hospital. The patient noted that the clinicians checked the cardiac resynchronization therapy pacemaker (crt-p) and noted that "everything was okay". The patient stated that they are worried something is wrong with their device. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 429888 lead implanted: (B)(6) 2019 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.